Event description:
It was reported that the device posted a ventilator failure alarm during use. There was no injury reported.

Manufacturer narrative:
A dräger service engineer has examined the device on-site and determined a leak at the o2 metering valve which is used to set the oxygen fraction in the fresh gas flow. After replacement of this valve, the device passed all tests and was returned to use without further problems reported since then. The log file was analyzed by the manufacturer. The records for the given date of event demonstrate that the device failed the leak test 14 times between 06:00am and 07:31am system time. This fits to the finding of a leaking o2 metering valve. It, however, does not explain the reported ventilator failure. Further log evaluation revealed that - two days after the reported date of event - the device measured a negative airway pressure during a ventilation episode and, the ventilator operation was temporarily interrupted for safety reasons. The device posts a vent fail alarm in such case, but operation is resumed autonomously if the triggering condition is no longer present. The potential root causes are multiple - a problem with the dedicated pressure sensor or with the calculation logic behind or an external disturbance like spontaneous breathing of the patient, use of a bronchial suction system or similar. Since the device evaluation did not reveal any further nonconformities beyond the leaking o2 metering valve (which is not in context with the reported vent fail), it is more likely that an external disturbance has led to the interrupt in ventilator operation. Dräger was not able to clarify if this sequence, that occurred two days later than the given date of event, indeed fits the reported observation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted a ventilator failure alarm during use. There was no injury reported.